Event description:
It was reported during initial surgery a twist drill fractured during use. A portion of it remains implanted.

Manufacturer narrative:
D4 - lot # 33580844, 33533803.

Manufacturer narrative:
An investigation was successfully completed. The device history records were reviewed, and no issues were identified. The results of the investigation have identified a known inherent risk of the device. No corrective or preventive actions are required at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. H4 manufacturing date: 33580844 2023-11-03; 33533803 2023-02-06.